Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging a meter memory issue with their onetouch ping meter there were results missing from the meter memory. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the issue started at an unspecified time on (B)(6)2016. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that two weeks prior to the alleged product issue occurring they had experienced right lower back pain and as a result, was going to visit their local hospital on (B)(6) 2016 in order to have blood and urine tests carried out. At the time of troubleshooting the cca walked the patient through resolving the issue, but was unable to do so. There was no misuse of the product and this was not the first time it had been used. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition a secondary issue was noted; the meter was found to have provided results that were below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.